Event description:
Balloon burst below rated burst pressure (rbp).

Manufacturer narrative:
The report from the affiliate indicated the following: during an interventional procedure on a female pt, the balloon burst at 8 atm which is below the rated burst pressure. The target lesion was located in the brachiocephalic vein which was reported to be six (6) mm in length, with a diameter of four (4) cm, calcified, and not tortuous. Concommittant medical products used were a terumo guidewire, and a boston scientific encore 26 indeflator. The event description stated that the tear on the balloon was not linear and resulted in a lot of pain for the pt during catheter withdrawl. There was no reported pt injury. Clinical impression: during an interventional procedure on a female patient, the balloon burst at eight (8) atmospheres, which is below the rated burst pressure of 15 atmospheres. The target lesion was the brachiocephalic vein which was reported to be calcified and non-tortuous. An indeflator was used. The event description stated that the tear on the balloon was not linear resulting in a lot of pain for the pt during catheter withdrawal. There was no reported pt injury. The product will not be returned for analysis. With the info available, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event. Catalog and lot history review: review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. Conclusion: no product was returned; therefore, the exact cause for the reported issued could not be determined. Route sheet review did not reveal anomalies. All product have been leaktested during mfg. There is no indication the balloon burst is mfg related. The product is not available for eval and testing. Please note that this is the initial/final report for this product.